Event description:
The patient reported that their stimulator worked some of the time. It was noted that it worked more if they had it adjusted by a manufacturer representative every so often. The pain stimulator was working at the time of the report but the patient thought it might quit working soon. The patient was implanted for complex regional pain syndrome type I and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.